Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an inoperative keypad was confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Manufacturer narrative:
(B)(4), the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a flo-gard infusion pump experienced an inoperative keypad; this condition had the potential to interrupt delivery. It is unknown in which care area this event occurred. The failure occurred before use of the device. There was no patient involvement. There was no injury or medical intervention associated with this event. No additional information is available.